Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the system had a non-recoverable fault. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the error resulted in disabling arm 3, and the procedure was completed using the original system. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced two system fiber optic cables and cleared the arm's related errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The fiber optic cables involved with this complaint are field scrap items and will not be returning to isi for further investigation.